Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and it looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This confirms the reported event of a balloon hole/puncture. The event information acquired does not state any lesion characteristics. However, the device may have encountered difficult patient anatomy such as stenosis, calcification or tortuosity. It should also be considered that the damage to the device most likely occurred when the device was exposed to a sharp exterior source such as a calcified lesion. Therefore, this investigation is assigned a most probable root cause of adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the contrast was pouring out of the bottom of the balloon due to a hole/puncture. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.